Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by phone that tampons came apart during removal and she was concerned pieces remained inside the body. This event occurred with five tampons. The consumer stated she believes she removed all of the pieces from inside her body; however, she may seek medical assistance to be sure of this. There have been three attempts (04-may-2018, 11-may-2018 and 18-may-2018) to contact the consumer for more information, but no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.